Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate twice. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem were observed through the history log. The device was tested for flow accuracy test and the error percentage result was less than 5%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No component could be determined for causality and therefore no device correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.